Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the process of inserting and taking out the 50 cup, the threads of the g7 cup inserter were damaged. The cup inserter would not thread into the 52 cup. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. One g7 str monoblock shell insrtr was returned and evaluated. Upon visual inspection the thread of the inserter shows visible damage and no further analysis was preformed. There was scuffing on the shaft and the strike plate. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.